Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter a week post op , the sutures were broken in half when used, the needle was bent and the suture is not dissolving properly, which causes the suture to be spit out of the incision, causing holes in the suture line. There was no patient injury.